Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. A photo was provided by the customer; however, the root cause of the issue could not be specifically identified. Current process and procedures are being followed. A potential root cause could be that the device is being used to pry apart anatomy (organ manipulation) causing the tip to break. A production notification was performed to all personnel to ensure that they are aware of the reported issue. Since current processes were found to be running according to approved specifications and standard operation procedures, no actions are deemed necessary at this time. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that the tip of the yankauer broke off during a total left shoulder procedure on a (B)(6) male. The customer stated that the yankauer was not being used to retract the surgical site when the tip broke off but during regular use. After the yankauer was discovered broken, the or staff was able to find and remove the broken pieces from the surgical site. It was not reported what instruments were used to retrieve the broken pieces but it was stated that there was no serious injury and no additional medical intervention was needed.